Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sleep disorder ("sleep disorder"), migraine ("migraines"), ear pruritus ("itchy ear canals"), rhinitis allergic ("allergic rhinitis"), asthma ("asthma"), bronchitis ("bronchitis"), genital haemorrhage ("bleeding"), loss of libido ("loss of libido"), abdominal distension ("abdominal swelling"), balance disorder ("balance disorder"), limb discomfort ("heavy legs"), cardiovascular disorder ("blood circulation disorder"), feeling hot ("heat"), psoriasis ("psoriasis"), musculoskeletal pain ("musculoskeletal pain"), gait disturbance ("difficulties walking for a long time") and cyst ("cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (adnexectomy + hysterectomy by laparotomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, sleep disorder, weight increased, migraine, ear pruritus, rhinitis allergic, asthma, bronchitis, genital haemorrhage, loss of libido, abdominal distension, balance disorder, limb discomfort, cardiovascular disorder, feeling hot, psoriasis, musculoskeletal pain, gait disturbance and cyst outcome was unknown. The reporter considered abdominal distension, asthma, balance disorder, bronchitis, cardiovascular disorder, cyst, ear pruritus, feeling hot, gait disturbance, genital haemorrhage, limb discomfort, loss of libido, migraine, musculoskeletal pain, pelvic pain, psoriasis, rhinitis allergic, sleep disorder and weight increased to be related to essure. The reporter commented: placement of an essure on each side, with only 1 coil turn on the left side, and 3 coil turns on the right side. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sleep disorder ("sleep disorder"), migraine ("migraines"), ear pruritus ("itchy ear canals"), rhinitis allergic ("allergic rhinitis"), asthma ("asthma"), bronchitis ("bronchitis"), genital haemorrhage ("bleeding"), loss of libido ("loss of libido"), abdominal distension ("abdominal swelling"), balance disorder ("balance disorder"), limb discomfort ("heavy legs"), cardiovascular disorder ("blood circulation disorder"), feeling hot ("heat"), psoriasis ("psoriasis"), musculoskeletal pain ("musculoskeletal pain"), gait disturbance ("difficulties walking for a long time") and cyst ("cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (adnexectomy + hysterectomy by laparotomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, sleep disorder, weight increased, migraine, ear pruritus, rhinitis allergic, asthma, bronchitis, genital haemorrhage, loss of libido, abdominal distension, balance disorder, limb discomfort, cardiovascular disorder, feeling hot, psoriasis, musculoskeletal pain, gait disturbance and cyst outcome was unknown. The reporter considered abdominal distension, asthma, balance disorder, bronchitis, cardiovascular disorder, cyst, ear pruritus, feeling hot, gait disturbance, genital haemorrhage, limb discomfort, loss of libido, migraine, musculoskeletal pain, pelvic pain, psoriasis, rhinitis allergic, sleep disorder and weight increased to be related to essure. The reporter commented: placement of an essure on each side, with only 1 coil turn on the left side, and 3 coil turns on the right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.